Event description:
It was reported that during post-implant follow-up, decreased r-wave amplitudes were noted. During an attempted lead repositioning high pacing lead impedance and high capture threshold were noted. The lead was explanted and replaced. The patient was in good condition following the event.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.